Event description:
When discontinuing a-line, house doctor noted metal catheter hub lying on skin. Distal portion of catheter noted to be missing. X-ray showed foreign body right forearm. Patient required surgery to remove cannula. Patient's condition stable - has pulses in hand.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, other. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.